Event description:
It was reported that this patient received an inappropriate shock involving this device due to suspected artifact oversensing. The device stored data showed an additional non sustained episode. It was noted that the smartpass filter was deactivated but was activated months before, after the non sustained episode occurred in (B)(6) 2019. Patient maneuvers were performed, which did not reveal any artifacts in any sensing configuration. When the patient had taken their shirt off notable artifact were seen in the primary sensing vector which were not as notable in the secondary or alternate sensing vectors with similar movements. An automatic set-up was performed suggesting that the alternate sensing configuration was preferred for this patient, and smartpass was re-activated. Additional information noted that the device was reprogrammed from the alternate sensing vector to the secondary sensing vector. Additional review of the device data by technical services (ts) noted that the observed signals were likely related to a poor contact condition, affecting the primary sensing vector. The risks associated with the observed findings may not be mitigated with the alternate sensing vector. An in office follow was recommended to further evaluate and also determine if the secondary sensing vector would be a viable option for this patient. No adverse patient effects were reported. This device remains implanted.